Event description:
Consumer complaint of e-3 error; test strip error. Investigation of returned test strips produced e-3 error. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event. Blood test attempted during call of (B)(6) 2015 with result of e-3 upon insertion. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is not verified. Verified storage of product is not within instructed specification since they are kept in bathroom. Adverse event not reported.

Manufacturer narrative:
Corrected: internal report # (B)(4).

Manufacturer narrative:
Internal report (B)(4) . Returned test strips evaluated with defect found; showed indication of black chemistry. Most likely underlying root cause of malfunction noted in the complaint: improper storage of test strips in high humidity areas.